Event description:
A malfunction on the pump was reported by the caller. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided guidance on resetting the pump, and after the reset, the malfunction did not recur, allowing the customer to continue using the pump with instructions to call back if the issue reappeared.